Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to her home to treat for low blood glucose levels. The blood glucose levels were not reported. The customer also stated she had been experiencing low blood glucose levels in the morning hours. Nothing further was reported.